Manufacturer narrative:
Findings: unit received with minor scratched lcd window, cracked case(battery tube), cracked case, cracked battery tube threads, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Unable to perform displacement test due to missing retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The reservoir compartment was becoming detached from the insulin pump. The customer¿s blood glucose was 212 mg/dl. Troubleshooting was performed. The reservoir was unable to lock in place when inserted into the insulin pump. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.